Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the dfm100 indicating that the device failed to turn on. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was that the device hasn't been charged for a long time. The issue was resolved by charging the device. A review of the service history for this device shows that the problem has not been reported again for this device.